Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that caregroup alarm pop-ups did not occur, as expected, with a bedside monitor associated with their philips information center ix (pic ix) system. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to assist onsite. The fse confirmed there was no device failure and that the customer¿s issue was a misunderstanding of the alarm function. The fse explained the alarm functions and confirmed the equipment was working as expected.

Event description:
The customer reported that caregroup alarm pop-ups did not occur, as expected, with a bedside monitor associated with their philips information center ix (pic ix) system. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.